Manufacturer narrative:
Unit was received with missing segment due to cracked and bleeding lcd glass. No blank display noted. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, and missing endcap sticker.

Event description:
The customer's father reported via phone call that the insulin pump's screen had a rainbow effect and was blank. The display only returned partially after troubleshooting. Two black bars were going up and down the screen. Customer's blood glucose level was 200 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.